Manufacturer narrative:
The pcb00 unit was returned to the manufacturer for evaluation. Residues of viscoelastic were observed in the cartridge body, tip and loading zone. No manufacturing assembly error was identified in the preload device. The cartridge was observed in the correct position (fully engaged into lower body of the pcb00 device). The lens was received out of the insertion device. The lens was cut in three pieces, one haptic was severed and a portion was not returned. Therefore, the reported device problem code was verified. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Upon further review of the investigation results for the returned lens, it was determined that the reported event/device problem was not verified as originally reported in MDR follow-up #1. The investigation of the returned lens was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye intraocular lens (iol) torn/cracked. The iol was removed and replaced with the same model/diopter lens during the same procedure. The customer was unsure if incision enlargement was required. There was no patient injury reported.